Manufacturer narrative:
A us customer filed a case indicating that they received (B)(6) results (> (B)(6) vs. Target not detected) for a patient when using the cap/ctm hcv test, v2, us-ivd, lot w08173. No harm was indicated for the patient and the customer confirmed there were no treatment changes made as a result of the discrepancies. The kit was investigated and no issues were reported during quality control kit release and no related cases were filed against the specific cap/ctm hcv test, v2, us-ivd lot (w08173). The performance of the cobas ampliprep instrument and cobas taqman48 analyzer were reviewed and no issues were found - no optical malfunction was identified for the cobas taqman analyzer, and there was no evidence of a "leaky" air system or mixing issues for the cobas ampliprep instrument. When reviewing the growth curves for the sample that generated >(B)(6) result, it was indicated that the affected curve showed a small dip in fluorescence in the first 5 pcr cycles. This dip made the curve shape look like sigmoidal rather than flat. Further, the rfi minimum for the curve was exceeded and the samples were considered positive. A possible cause for the dip seen could be the presence of bubbles in the reaction tubes during the manual transfer of the sample from the cobas ampliprep instrument to the cobas taqman 48 analyzer (i.e., user handling issue). The UDI for the cap/ctm hcv test, v2 us-ivd is (B)(4).

Event description:
A us customer reported that they generated (B)(6) test results for a patient ((B)(6)) when using the cap/ctm hct test, v2, us-ivd, lot w08173. The patient sample was tested on (B)(6) 2016 and received a result of >(B)(6). The customer reported that as the answer and scheduled a follow up test for (B)(6) 2016. They took a new sample (patient ID=(B)(6)) from the same patient and tested again with the cap/ctm hcv test v2, us-ivd and this time the result was target not detected. On (B)(6) 2016, the customer retested both samples from the patient two times ((B)(6)) and both generated a result of target not detected. Another sample included in the same run on (B)(6) 2016 generated >(B)(6) results, and then repeated as target not detected. A separate medical device report (MDR) will be submitted addressing this second sample.

Manufacturer narrative:
A us customer filed a case indicating that they received (B)(6) for a patient when using the cap/ctm hcv test, v2, us-ivd, lot w08173. No harm was indicated for the patient and the customer confirmed there were no treatment changes made as a result of the discrepancies. A (B)(6) result when the cobas ampliprep/cobas taqman hcv test, v2.0 is used for diagnosis or monitoring may result in psychological distress. However, patients treated for (B)(6) are followed in specialized clinics where (B)(6) results would be identified as such after additional laboratory tests. The american association for the study for the study of liver diseases (aasld) guidelines recommend (B)(6) genotyping for patients with (B)(6) results and recommend resistance associated variant testing in certain circumstances. This additional testing would yield (B)(6) results; thereby, pointing towards a (B)(6) test result. A mis-diagnosis of (B)(6) in a patient with (B)(6) liver disease is unlikely to cause adverse health consequences since evaluation of patients with liver disease is based on clinical presentation and multiple test results but not exclusively on the (B)(6) test result. While health hazards of (B)(6) results may range from psychological distress to erroneous initiation of (B)(6) treatment with potential adverse events it is unlikely that these occur. Adverse events of new (B)(6) regimens are less common and most importantly the initiation of treatment is not based exclusively on the result of a (B)(6)test. Through the course of the investigation, no clear root cause has been identified, and corrective and preventive actions will be implemented, as appropriate. (B)(6).